Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: updated data-concomitant medical products. Device manufacture date: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received for evaluation. The anchors and suture were not inside of the gun. Visual inspection under magnification revealed no anomalies on the distal end of the gun. The sleeve was removed from the shaft and there also were no anomalies found. There were no anomalies noted on the rest of the gun. The trigger was pulled on the gun and it functioned as intended. The anchors were inspected under magnification and one of them was bent. There were multiple follow-ups done requesting clarification on the complaint description and no response was received. This complaint can be confirmed for the bent anchor. A probable root cause could be that the gun was fired, and the anchor hit a hard surface that caused it to bend. Other than this possibility, we cannot discern a root cause for this failure. No nonconformances were identified for this part number, lot number combination per qlik query executed on 9/3/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that a truespan 24 degree peek was received with the following annotation ''is not charged and sent to study quality'' according to this observation it was sent to quarantine, there was no other report.